Manufacturer narrative:
As no further information concerning thisreport is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the h6: patient code and b2: outcomes attrib to adv event. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) as the lead was found out to be dislodged. The lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) as the lead was found out to be dislodged. The lead was repositioned and still remains in service. No additional adverse patient effects were reported.